Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was stated that a no readings", "sensor error" or "brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, in the middle of the night, the patient¿s family attempted calling him and the patient was not answering. Therefore, the patient¿s sister went over to check on the patient and he was found lying in the bed, unresponsive, and drooling. The patient¿s cgm was not providing any cgm values at this time, citing a sensor error. It was not specified when the sensor error started, as this event occurred overnight while the patient was asleep. The patient¿s sister called emergency medical services, and it took over an hour for them to respond. Once ems arrived, the patient was transported to the emergency room. During transport, the patient¿s bg meter reading was 41 mg/dl and 37 mg/dl upon recheck. The patient was treated with a glucagon injection. At the ER, the patient was tested for signs of a stroke, but none were found. The patient was also given unspecified IV fluids. The patient was discharged home after approximately 5 hours. The patient was in stable condition at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional event or patient information is available.

Event description:
The allegation was confirmed via data for 10/24/2024 (the day after the event).

Manufacturer narrative:
(B)(4).